Manufacturer narrative:
Evaluation: method- the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, during a patient follow-up call by the rep, it was reported that the patient was still in the hospital due to post-implant abdominal pain. The system is still implanted in the patient. On (B)(6) 2010, it was reported that the patient was released from the hospital with no additional problems, and will be seen on (B)(6) 2010 to program the system.